Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a recent fitting session, the audiologist adjusted the stimulation parameters by modifying the minimum pulse duration and switching from biphasic to triphasic pulses. Despite these adjustments, the user continued to experience facial nerve stimulation, both with and without the audio processor (ap) in place. Following a calibration session, the user initially reported an improvement. However, the facial stimulation symptoms reappeared a few days later and the user is still suffering by fns at the moment. Further proceedings are currently unknown.

Event description:
The user experienced facial paralysis immediately after the implantation surgery, which improved with physical therapy. During a recent fitting session, the audiologist adjusted the stimulation parameters by modifying the minimum pulse duration and switching from biphasic to triphasic pulses. Despite these adjustments, the user continued to experience facial symptoms, both with and without the audio processor (ap) in place. Following a calibration session, the user initially reported an improvement. However, the facial symptoms reappeared a few days later. As per latest information received, the facial nerve paralysis has fully resolved with medication and physical therapy.

Manufacturer narrative:
Additional information: according to the information received, the user experienced temporary facial nerve paralysis, which could be fully resolved with medication and physical therapy. Further, the observed subtle facial fasciculations appear to be related to the facial paralysis recovery, while the involuntary muscle movements affecting various facial muscles bilaterally are most likely of medical origin, and not related to the use of the cochlear implant. In situ measurements are indicative of a functional device. The device remains implanted and in use.